Manufacturer narrative:
Complaint investigation underway and will be attached to this report".

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a disection distal to the lesion in the internal carotid artery (ica). An unplanned additonal stent was placed to cover the dissection.

Manufacturer narrative:
The device was not returned for analysis, the lot number was not available to carry out the lot history records review. The customer confirmed in the email, that the lot number is not available therefore limited investigation was carried out. The risk traceability matrix number rmf(tm)-003 was reviewed and it was found that the risk for this failure mode was included and well documented. The current rating for the failure mode in question is below the expected levels for the confirmed complaints. If the appropriate lot number becomes available in the future, the complaint will be reopened. Based on the information provided above the issue cannot be fully investigated and the cause of this complaint remains non-verifiable.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a disection distal to the lesion in the internal carotid artery (ica). An unplanned additional stent was placed to cover the dissection.